Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast asymmetry. Explant date: (B)(6) 2022. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis developed asymmetry in her left breast post implantation. It was reported that the patient¿s left breast was sitting higher than the right and had a different shape. The patient underwent a breast lift procedure on the left breast and there was still asymmetry. As a result, the patient is scheduled to undergo explantation and replacement with an unknown breast prosthesis on (B)(6) 2022.